Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they had called about a month ago since the controller locked up and they couldn't get the controller to power on or anything. Pt stated that they reset the controller and the controller started back up so they thought everything was fine. Pt stated that at least once a week they had to reset the controller since the controller either goes blank/unresponsive or the controller just gets stuck spinning on looking for device (pt noted that they had waited five minutes before and the controller was still searching for the implantable neurostimulator (ins)). Pt stated that the only way to get the controller from being stuck on searching for the device was to reset the controller. Pt noted that it was really hard to remove the battery pack from the controller. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; pt confirmed that the co ntroller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the green light flashing above the screen. Pss then had the unlock the controller; pt confirmed that the ins was found. Pss had the pt lock the controller and then unlock the controller again; pt confirmed that the ins was found right away again. The controller was at 100% and the ins was at 70%. When asked for the event date, pt stated that they really didn't know. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. The pt reported last night battery was @ 50% pt got excellent connection during recharge, after 2 hours it was still at 50%. Every other day pt has to reset the battery in the controller - pt verified the green light was flashing during recharge. The pt mentioned she saw an error message about replacing the controller battery and another message "error - contract medtronic" but pt did not have any other details. Pss sent request to repair team for the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 controller (ptm) (serial number (B)(6)) revealed a cracked case front. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.